Event description:
It was reported that during a laparoscopic hysterectomy with the instrument and the jaws of the instrument wouldn't open after resecting the tissue. The doctor forcefully opened the jaws and continued with the procedure. While attempting to advance the knife blade on another resection, the knife blade wouldn't advance. The doctor manually forced the jaws open and removed the instrument from the patient. The doctor completed the procedure using a competitors bipolar device with no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.